Event description:
The customer reported a false negative result with ID now covid-19 on (B)(6) 2022. The customer received a negative result with ID now covid-19 on nasal swab on (B)(6) 2022, and a positive result with (roche liat) platform on nasopharyngeal swab on (B)(6) 2022.this MFR. Report addresses test one (1) (false negative) of two (2) tests. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot: 1093368 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number: 192-000 / lot: 1093368 and test base part number: 192-430 / lot: 1093368. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot: 1093368 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause . However, a possible assignable root cause is patient sample interference. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked. H3 other text: device discarded, single use.

Event description:
The customer reported a false negative result with ID now covid-19 on (B)(6) 2022. The customer received a negative result with ID now covid-19 on nasal swab on (B)(6) 2022, and a positive result with (roche liat) platform on nasopharyngeal swab on (B)(6) 2022. This MFR. Report addresses test one (1) (false negative) of two (2) tests. No additional patient information, including treatment and outcome, was provided.